Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead had gone "astray" and the patient experienced excruciating pain. The pacing lead remains in use. No further patient complications have been reported as a result of this event.